Event description:
Information received by medtronic stated that the cracked in front part of insulin pump. Customer stated that the retainer ring was not damaged. No harm was required during medical intervention. The devise was returned for analysis.

Manufacturer narrative:
Retainer ring =missing. Pump type = ngp. Customer returned pump for an alleged cosmetic damage located at the belt clip rails and damage on the front of the pump found on (B)(6) 2022. Unable to perform the displacement test and self test due to unresponsive keypad. Buttons do not function properly. Pump was cut open to perform visual inspection and found no moisture damage to pcba 1, pcba 2, force sensor and motor, however, damage to the keypad assembly was noted. Not able to download history files or traces using thus due to unresponsive keypad. Pump did not pass the keypad voltage test. Test p-cap and reservoir did not lock properly into reservoir compartment during testing due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked, keypad overlay peeling, dog chew marks, broken reservoir tube lip, detached retainer and missing o-ring (reservoir tube). Cosmetic damage was confirmed, cracked belt clip rails and keypad overlay texture damage were noted. Unresponsive keypad was confirmed due to damaged keypad traces/assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.